Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump did not recognize the filled cartridge during the load step and all the insulin was pushed out of the cartridge and infusion set tubing. There was no reported patient injury associated with this issue.

Manufacturer narrative:
Follow up #1: submitted: (B)(6) 2013. Device evaluation: the battery cap has been returned and additional investigation was performed by product analysis on (B)(4) 2012, with the following findings: review of the black box and download history revealed multiple "no cartridge detected" warnings on the reported date of failure. On testing, the pump powered on normally. The pump did not recognize the cartridge during the load step. The force sensor calibration was unable to be tested due to the load step malfunction. The pump was opened for investigation and revealed contamination on the force sensor assembly and the force sensor was noted to be out of specifications. On examination, the keypad was noted to be damaged around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the contrast and down arrow button had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.